Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the olympus endoscopy maintenance unit was in use to reprocess a scope. The customer reported that they pushed the cable into the output socket and there was no air noise as usual. The customer reported the cable fell out of the unit. The device was returned to olympus medical for evaluation. During evaluation, the power switch did not work due to damage to the protective cover and plastic cap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed. The device did not generate sufficient air pressure; this occurred due to damaged air joint. The suction function did not work due to a faulty air pump unit. The device examination identified the following issues: the suction housing was damaged which contributed to weak suction force; the top cover, main chassis and rear panel were rusted; and the ac inlet was cracked. Functional testing showed several issues: the power led on the front of the housing did not light up and the air pressure gauge did not display an accurate reading. The faulty reading occurred due to a worn connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.